Event description:
The manufacturer received information alleging a ventilator inoperable condition occurs due to the blower not starting. The customer replaced the system main pca to repair the device. There was no harm or injury reported. No medical interventions were specified. During the evaluation of the device at the manufacturer's service center, it was determined that the customer did not perform the required motor calibration on the system pca. The technician performed motor calibration via raspsim returning the system pca to full functionality.